Event description:
It was reported that myopotential oversensing on the atrial channel resulted in mode switches and inhibition of pacing. Reprogramming was recommended. The patient refused recommended remote monitoring. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.